Event description:
A dreamstation CPAP device was returned to a third-party service center for evaluation and the customer's complaint was not confirmed. During the evaluation, the field service engineer noted foam contamination and there were no technical findings. In conclusion, the device was scrapped.